Event description:
C-cc-badfl - balloon - deflation; it was reported that after inserting the catheter, it was noted that the balloon would not deflate on its own. This happened with three catheters on the same patient, the first one the clinician had to use force for the balloon to deflate. Not as much force was used on the last balloon; however, it still would not deflate on its own. The third catheter will be returned for evaluation, the other two were disposed.

Manufacturer narrative:
Customer report was not confirmed. Balloon deflated within 2 seconds with the syringe detached. The specification for deflation is 4 sec. No visible damage to returned syringe. Please note: dfu (directions for use) recommends the following: ¿¿passively deflate the balloon by removing the syringe and opening the gate valve. Do not forcefully aspirate with the syringe, as this may damage the balloon. After deflation, reattach the syringe to the gate valve.¿